Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31743968l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) pulsed field ablation (pfa) procedure with a varipulse¿ bi-directional catheter, and the patient experienced a-v block and sinus arrest treated with temporary pacemaker. The patient required extended hospitalization. The report indicated that after af 2nd procedure, during hemostasis after right superior pulmonary vein (rspv) re-isolation, posterior wall isolation, and superior vena cava (svc) isolation, an a-v block occurred. Then, sinus arrest occurred for approximately 10 seconds. A temporary pacemaker was inserted. The patient¿s condition stabilized and the patient left the room. Hospitalization was planned to be extended until the beginning of the following week for observation. After the pulse stabilization was confirmed, the patient returned to the ward. The patient was followed up on. No abnormalities were observed prior to or during use of the product. No details of clinical tests and results are available. The outcome of the adverse event was improved. There were no relevant tests/laboratory data noted. This case was the second ablation procedure for persistent atrial fibrillation, and the re-isolation of the right superior pulmonary vein, left posterior wall isolation, and superior vena cava isolation were all performed using the varipulse catheter. The physician¿s opinion on the cause of this adverse event was that although the cause of the event is unknown, it is considered unlikely that svci was involved, given that ablation was applied more than 20mm away from the tag presumed to represent the sinus node, and that rv catheter had been inserted as backup because intrinsic rhythm was difficult to obtain during the ablation. Furthermore, the trigger for the arrest was an a¿v block. The patient fully recovered and had no issues with their intrinsic rhythm during the hospitalization and was discharged from the hospital on (B)(6) 2026.